Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to program a bolus for 10 grams of carbohydrates (carbs), but noticed that a bolus for 10 units of insulin had been delivered instead. Reportedly, upon delivery, the customer noticed that the carbs settings had been turned off. The customer reported blood glucose (bg) level was below 70 mg/dl, but was unable to provide a specific bg value. To treat the low bg level, the customer consumed soda and candy. At the time of the reported event, tandem technical support confirmed that the customer had successfully turned the carbs settings back on. Recommendation was made to double check the bolus values to ensure that the correct amount was being displayed.